Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implanted procedure the pacing lead dislodged multiple times and there was placement difficulty due to patient anatomy. The lead was attempted not used and replaced. No patient complications have been reported as a result of this event.